Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When advancing a 10mm diameter screw in to the pedicle pathway the tip of the screw driver snapped. The tip was lodged inside the screw. This happened with 2 screwdrivers.(larger diameter screws create more friction).

Manufacturer narrative:
Additional narrative: two (2) quick connect si poly screw driver was returned for evaluation. Visual examination of the two (2) si poly screw drivers at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the fractured tip was not provided for analysis. The optical image of the fractured surface reveals plastic deformation at the hex-lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex-lobes indicates a torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site a review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause for the two (2) reported si poly screw drivers¿ distal tip breaking cannot be positively determined. However, the fracture analysis report indicated plastic deformation at the hex-lobes of the two (2) reported si poly screw driver indicative of a torsional overload. This suggests that the drivers underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.